Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had been in the ICU since (B)(6) 2013 because a friend had pneumonia. The patient noted that on the morning of report they were taking the throat tube out and the patient was ¿very close¿ to an x-ray machine and started to feel pain in their leg. The patient also reported feeling light headed. The patient reported the implant was to help with leg pain. The patient noted that the programmer was showing the ¿low programmer battery icon.¿ additional information was requested but was not available at the date of this report.